Manufacturer narrative:
The device was not returned for this investigation. Should the device be returned at a later date, a subsequent investigation will be submitted.

Event description:
Patient reported that they received an inaccurate reading while using their livongo blood glucose meter. The patient stated they received 2 readings of 30 and 37 from their livongo blood glucose meter. The patient reached out to an emt due to the readings, and the emt got a reading of 199. At the time of this report, conformation of treatment was unable to be obtained.